Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they emergency medical services were taken and then hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 615 mg/dl. The customer¿s blood glucose level was 400 mg/dl and later 500 mg/dl that morning and had passed out. The customer was treated with insulin at the hospital and was off the insulin pump and using manual injections. The customer had hospital papers saying that the insulin pump had stopped giving my insulin. The insulin pump had passed the self test. The insulin pump will not be returned for analysis.